Event description:
On (B)(6) 2024 patient underwent a robotic assisted anterior resection with stapled end-to-end coloproctostomy, extensive pelvic adhesiolysis with takedown of colovesical fistula (approximately 4 hours), robotic-assisted drainage of pelvic abscess, and open small bowel adhesiolysis (90 minutes). At the end of this procedure a 19fr blake jp drain was placed. An intra-op kub (kidney, uterine, and bladder) was done and showed a drain noted in left lower abdomen. On (B)(6) 2024 it was found that the patient may have pulled out her blake jp drain overnight. Patient was then discharged to home with home health care. She was scheduled to be evaluated by a urologist in 2 weeks to evaluate readiness for removal of her foley catheter (placed during the surgery on (B)(6) 2024. She underwent an outpatient CT cystogram in anticipation of catheter removal, and this unexpectedly showed piece of retained surgical drain. On (B)(6) 2024, a retained blake drain fragment was identified in the left lower quadrant of the pelvis and this was grasped with a wavy grasper and removed via a 12 mm trocar. The drain was inspected and appeared to be a clear cut or separation from the external portion of the drain. It was questionable whether the drain had separated from the clear plastic external portion of the drain or if it had been deliberately cut. There were no other fragments of the drain identified anywhere in the peritoneal cavity upon close inspection.